Event description:
It was reported that the patient presented in clinic after not being seen in clinic or followed remotely for a while. Premature battery depletion due to battery advisory was suspected and the implantable cardioverter defibrillator (ICD) could not be interrogated. The ICD was pending explant. There were no reported patient consequences.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Manufacturer narrative:
The fsca number in h7 and battery performance (bpa) statement in h11 in the previous report was erroneously included as there was no bpa alert confirmed as observed on this device.

Event description:
New information received notes the last transmission on the implantable cardioverter defibrillator (ICD) was 24 may 2024 reporting 3 yrs of battery life. Premature batter depletion was suspected. No additional information was available.